Manufacturer narrative:
The user started receiving glucose suspend alert on 3 february, day 14 after insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. A review of the dms data revealed depressed reference and signal channels since insertion. On the 3rd feb 2025, the blue norm values were below the threshold and glucose suspend was triggered, per system design. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 03 may 2025. G3.date received by the manufacturer? 03 may 2025. H3. Device evaluated by manufacturer? Yes. D9 device available for evaluation? Yes,device received on 14 march 2025. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received several glucoses suspend alerts which led to early sensor removal. The RMA was authorized for the return of sensor for further investigation.